Event description:
It was reported to boston scientific corporation on january 20, 2022 that a lighttrail single use laser fiber was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2022. The laser unit used was an auriga xl laser console. During the procedure, the laser fiber was broken. No fiber fragments fell inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, the analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.